Manufacturer narrative:
11/1/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - complaint is unconfirmed; this is due to the product not being returned for review. Complaint will be reopened if product is received. Device history evaluation: any applicable nonconforming product report / nonconforming material report history: none. Any applicable variance authorization / deviation history: none. Any applicable engineering change order / manufacturing change order history: none. Any applicable corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reports device burned the optical fiber cable. No harm done. #1 of 2.

Manufacturer narrative:
A mlx light source was returned for low intensity light. Upon opening the unit, it was noticed that the connector from the power supply to the control board had come loose, this resulted in no power to the unit. Functional testing could not be performed as received. The connector was reinstalled and lamp output measured. Light output was low. The complaint can be confirmed.